Event description:
It was reported to boston scientific corporation that a radial jaw 3 gastropediatric biopsy forceps device was used during an esophagogastroduodenoscopy procedure performed in 2008. According to the complainant, the forceps would not closed while attempting to retrieve a second biopsy sample. The forceps were able to close after the device was removed from the pt. The procedure was completed with radial jaw 3 gastropediatric biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.